Event description:
Stent deployed, then balloon not able to be deflated causing st elevation, decreased blood pressure, pain. Pt medicated for pain. Cath lab director called in to assist. Guide catheter telescoped over stent balloon and able to pull system out as a whole with force nb kink at stent-shaft-noticed prior to stent deployment. Reported to boston scientific. They sent device to their quality dept and have a report.